Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and c-33 errors logged consistently. C-06/m-18/m-11 error pattern logged on 10/2 and 11/5/2025, m-b1 errors logged from 10/2 to 11/20/2025 also of concern. Addition c-00, m-b1, m-b0, c-84 errors in iesu logs. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, the root cause is attributed to component failure.

Event description:
It was reported that repeated c-00, c-33 errors on integrated electro surgical unit (iesu) occurred at startup. Power-cycle did not resolve the issue. There was no report of patient involvement.